Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had high blood glucose and scheduled a visit with her doctor. Troubleshooting was performed. At 3:00 am customer's blood glucose was in the 300 mg/dl range, treated with the device and manual injections. She administered four and six hours of the temp basal increase to keep sugar under control. Customer stated it helped a little bit. Customer was advised to disconnect from the device, disconnected from quick release. Drive support disk normal. No air bubbles or leaks noted. Manual prime was performed insulin did exit. Customer declined some of the troubleshooting. Time and date correct. The device had multiple low reservoir alarms in the history. Unable to perform high pressure test customer did not have tubing clamp. Customer had done a full set change prior to call. Currently there is no problem. Cannula was not bent. Customer's blood glucose lowered to 59 during troubleshooting, treated with food. Cannula is not occluded. No further information reported.